Event description:
Report received of cassette alarms that resulted in a delay of therapy. The customer contact reported that during a patient code situation, the tubing set was primed with an unspecified concentration of integrilin. After the tubing cassette was loaded into the pump, the pump alarmed "cassette failure." The tubing set was removed from the pump and reloaded into a second pump. This pump also alarmed "cassette failure." The tubing set was then loaded into a third pump and the same alarm condition occurred. The tubing set was replaced and the integrilin was started without further cassette alarms. The patient remains hospitalized. There were no reported adverse patient effects. Though requested, no additional info was provided.